Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain + increasingly painful spine that highly disrupts my days and nights and a constant burning sensation in my buttocks") in a 48 year-old female patient who had essure inserted (lot no. A90486) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2020 she experienced ear, nose and throat disorder ("otorhinolaryngology disorders"), nervous system disorder ("neurological disorders"), arthropathy ("joint disorders"), dizziness ("dizziness"), tinnitus ("tinnitus"), tendon pain ("achilles tendon pain"), osteoarthritis ("osteoarthritis"), arthralgia ("joint pain"), epicondylitis ("epicondylitis for no apparent reason"), memory impairment ("loss of memory"), head titubation ("unexpected head shaking") and paraesthesia ("tingling in my fingers and feet"). In (B)(6) 2024 she experienced back pain (seriousness criterion medically important). The patient was treated with antiinflammatory agents. Essure treatment was not changed. At the time of the report, the ear, nose and throat disorder, nervous system disorder, arthropathy, dizziness, tinnitus, tendon pain, osteoarthritis, arthralgia, epicondylitis, memory impairment, head titubation and paraesthesia had not resolved. No causality assessment was received for essure with regard to back pain, ear, nose and throat disorder, nervous system disorder, arthropathy, dizziness, tinnitus, tendon pain, osteoarthritis, arthralgia, epicondylitis, memory impairment, head titubation or paraesthesia. The reporter commented: current status: my general practitioner has just had me undergo various tests but he has found no reason to explain my symptoms. My pain is relieved by taking an anti-inflammatory. I will soon see a gynaecological surgeon to remove my inserts, which will most certainly require my fallopian tubes and uterus to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): [blood follicle stimulating hormone] on (B)(6) -2024: 56.8 iu/l (reference values women follicular phase: 3.5-12.5 iu/l ¿ ovulatory peak: 4.7-21.5 iu/l ¿ luteal phase: 1.7-7.7 iu/l ¿ postmenopause: 25.8-134.8 iu/l). [Blood luteinising hormone] on (B)(6) 2024: 54.3 iu/l (reference values women follicular phase: 2.4-12.6 iu/l ¿ ovulatory peak: 14-95.6 iu/l ¿ luteal phase: 1.0-11.4 iu/l ¿ postmenopause: 7.7-58.5 iu/l). [Blood prolactin] on (B)(6) 2024: 12.8 ng/ml (reference values women (not pregnant): 4.8-23.3 ng/ml). [Blood thyroid stimulating hormone ( 0.27- 4.20 mcu/ml)] on (B)(6) 2024: 2.47 mcu/ml. [Flow cytometry] on (B)(6) 2024: human leukocyte antigen (hla) b27 screening: absence of hla-b27. [Human chorionic gonadotropin] on (B)(6) 2024: 1 u/l (reference values prior to menopause: less than 5 iu/l ¿ after menopause: less than 8 iu/l. [Progesterone] on (B)(6) 2024: : 0.6 nmol/l (reference values: women follicular phase: 0.181-2.84 nmol/l ¿ ovulatory peak: 0.385- 38.1 nmol/l ¿ luteal phase: 5.82-75.9 nmol/l - postmenopause: <0.159-0.401 nmol/l) [red blood cell sedimentation rate (< 39 mm)] on (B)(6) 2024: mm/2h: 6. [Red blood cell sedimentation rate (< 13 mm/1h)] on (B)(6) 2024: 2 mm/1h. [Spinal x-ray] (date unknown): excerpt from the posterior-anterior and latero-lateral view of the cervico-thoraco-lumbar spine. ¿ posterior-anterior view of the pelvis. Reason: axial rachialgia with inflammatory schedule. Left lumbosciatalgia. Result: - cervical and thoracic spine: no bone mineralisation abnormality. No vertebral fracture. No stability abnormality in this examination carried out under load bearing. No thoracic hyperkyphosis. No spinolamellar line disruption. C6-c7 discopathy. Good congruence of joint masses. No interspinous gap. No soft tissue calcification of pathological appearance. - lumbar spine and pelvis: no bone mineralisation abnormality. No spinal stability abnormality in this examination carried out under load bearing. Height of vertebral bodies and interbody spaces maintained. Moderate posterior interapophyseal overload of l4-l5 and l5-s1. No soft tissue calcification of pathological appearance. No posterior wall recession. No pedicular anisocoria. Sacroiliac joint spaces maintained. No unequal leg length. Essure devices seen in place projecting into the pelvic region. No hip disease. [Ultrasound pelvis] on (B)(6) 2024: reason for the examination: sacral pain, inflammatory schedule - pain not synchronised with menstrual period: uterus: the uterus is in a retroflexed, retroverted position, of normal size, measuring 67x42x44 mm - regular contours, adenomyosis uteri - the endometrium is regular, poorly demarcated, 2.8 mm - 3d reconstruction difficult right ovary: the right ovary measures 17x8 mm, its structure appears normal and pauci-follicular left ovary: the left ovary measures 14x8 mm, its structure appears normal and pauci-follicular pouch of douglas: no intrapelvic effusion. Remarks: adenomyosis uteri. Pain not reproduced by the examination. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 29-feb-2024. The most recent information was received on 08-mar-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of back pain ("lumbar pain + increasingly painful spine that highly disrupts my days and nights and a constant burning sensation in my buttocks") in a 48 year-old female patient who had essure inserted (lot no. A90486) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2020 she experienced ear, nose and throat disorder ("otorhinolaryngology disorders"), nervous system disorder ("neurological disorders"), arthropathy ("joint disorders"), dizziness ("dizziness"), tinnitus ("tinnitus"), tendon pain ("achilles tendon pain"), osteoarthritis ("osteoarthritis"), arthralgia ("joint pain"), epicondylitis ("epicondylitis for no apparent reason"), memory impairment ("loss of memory"), head titubation ("unexpected head shaking") and paraesthesia ("tingling in my fingers and feet"). In (B)(6) 2024 she experienced back pain (seriousness criterion medically important). The patient was treated with antiinflammatory agents. Essure treatment was not changed. At the time of the report, the ear, nose and throat disorder, nervous system disorder, arthropathy, dizziness, tinnitus, tendon pain, osteoarthritis, arthralgia, epicondylitis, memory impairment, head titubation and paraesthesia had not resolved. No causality assessment was received for essure with regard to back pain, ear, nose and throat disorder, nervous system disorder, arthropathy, dizziness, tinnitus, tendon pain, osteoarthritis, arthralgia, epicondylitis, memory impairment, head titubation or paraesthesia. The reporter commented: current status: my general practitioner has just had me undergo various tests but he has found no reason to explain my symptoms. My pain is relieved by taking an anti-inflammatory. I will soon see a gynaecological surgeon to remove my inserts, which will most certainly require my fallopian tubes and uterus to be removed. Diagnostic results (normal ranges are provided in parenthesis if available): [blood follicle stimulating hormone] on (B)(6) 2024: 56.8 iu/l (reference values women follicular phase: 3.5-12.5 iu/l ¿ ovulatory peak: 4.7-21.5 iu/l ¿ luteal phase: 1.7-7.7 iu/l ¿ postmenopause: 25.8-134.8 iu/l) [blood luteinising hormone] on (B)(6) 2024: 54.3 iu/l (reference values women follicular phase: 2.4-12.6 iu/l ¿ ovulatory peak: 14-95.6 iu/l ¿ luteal phase: 1.0-11.4 iu/l ¿ postmenopause: 7.7-58.5 iu/l) [blood prolactin] on (B)(6) 2024: 12.8 ng/ml (reference values women (not pregnant): 4.8-23.3 ng/ml) [blood thyroid stimulating hormone ( 0.27- 4.20 mcu/ml)] on (B)(6) 2024: 2.47 mcu/ml [flow cytometry] on (B)(6) 2024: human leukocyte antigen (hla) b27 screening: absence of hla-b27 [human chorionic gonadotropin] on (B)(6) 2024: 1 u/l (reference values prior to menopause: less than 5 iu/l ¿ after menopause: less than 8 iu/l [progesterone] on (B)(6) 2024: : 0.6 nmol/l (reference values: women follicular phase: 0.181-2.84 nmol/l ¿ ovulatory peak: 0.385- 38.1 nmol/l ¿ luteal phase: 5.82-75.9 nmol/l - postmenopause: <0.159-0.401 nmol/l) [red blood cell sedimentation rate (< 39 mm)] on (B)(6) 2024: mm/2h: 6 [red blood cell sedimentation rate (< 13 mm/1h)] on (B)(6) 2024: 2 mm/1h [spinal x-ray] (date unknown): excerpt from the posterior-anterior and latero-lateral view of the cervico-thoraco-lumbar spine ¿ posterior-anterior view of the pelvis reason: axial rachialgia with inflammatory schedule. Left lumbosciatalgia. Result: - cervical and thoracic spine: no bone mineralisation abnormality. No vertebral fracture. No stability abnormality in this examination carried out under load bearing. No thoracic hyperkyphosis. No spinolamellar line disruption. C6-c7 discopathy. Good congruence of joint masses. No interspinous gap. No soft tissue calcification of pathological appearance. - lumbar spine and pelvis: no bone mineralisation abnormality. No spinal stability abnormality in this examination carried out under load bearing. Height of vertebral bodies and interbody spaces maintained. Moderate posterior interapophyseal overload of l4-l5 and l5-s1. No soft tissue calcification of pathological appearance. No posterior wall recession. No pedicular anisocoria. Sacroiliac joint spaces maintained. No unequal leg length. Essure devices seen in place projecting into the pelvic region. No hip disease. [Ultrasound pelvis] on (B)(4) 2024: reason for the examination: sacral pain, inflammatory schedule - pain not synchronised with menstrual period: uterus: the uterus is in a retroflexed, retroverted position, of normal size, measuring 67x42x44 mm - regular contours, adenomyosis uteri - the endometrium is regular, poorly demarcated, 2.8 mm - 3d reconstruction difficult right ovary: the right ovary measures 17x8 mm, its structure appears normal and pauci-follicular left ovary: the left ovary measures 14x8 mm, its structure appears normal and pauci-follicular pouch of douglas: no intrapelvic effusion. Remarks: adenomyosis uteri. Pain not reproduced by the examination lot number: a90486 manufacture date:2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-mar-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.